Manufacturer narrative:
Product ID 8709 serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8709 serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that only a small amount of cerebral spinal fluid (csf) was able to be aspirated from the side port. Only a drop was aspirated. The patient did not have any increased tone. The drug in the pump was originally reported to be gablofen, but was later reported to be compounded baclofen. The flow rate of the pump was ¿likely¿ changed by the nurse practitioner due to the aspiration pressure on the catheter.